Manufacturer narrative:
No patient was involved in this event. Instrument has been requested but has not been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the 2.25 pedicle probe was damaged. There was no patient involved in this event.